Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic for a follow up, long charge time issue was observed on the device. Upon interrogation, vibratory alert was delivered due to capacitor maintenance has timed out. Capacitor maintenance was performed. The patient¿s condition was stable and being monitored.

Manufacturer narrative:
Final analysis found the reported extended charge time was confirmed in the laboratory via review of the device image. The hv capacitors were sent to the manufacturing site for further evaluation and an internal capacitor anomaly was found. The root cause of the extended charge time was an internal hv capacitor anomaly.

Event description:
New information received notes that the device was explanted and replaced. The patient was stable before, during and after the procedure.